Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, unit passed displacement test, rewind, prime/seating test, basic occlusion test, occlusion test, self test, and displacement accuracy test. Pump failed force sensor test. Unit passed dat test at 0.0873 inches. The p-cap/reservoir does lock properly. No over/under delivery anomalies noted during testing. No stuck button error alarms noted during testing. Unit successfully downloaded to thump and carelink. Total daily bolus delivered on 12-oct-2022 is 39.2 u. All buttons function properly. Pump alarmed stuck button on event date in pump downloaded history not verified. Unit passed the keypad voltage test. The j1 connector on pcb1 was locked properly during visual inspection. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, and force sensor. The following were noted during visual inspection: cracked case behind the pump at the battery compartment, cracked battery tube threads, serial number label stained, serial number label fading, scratched case, cracked select button keypad overlay, pillowing keypad overlay, and corroded battery tube. Pump passed displacement test, rewind, prime/seating test, basic occlusion test, occlusion test, self test, and displacement accuracy test. Pump failed force sensor test. No over delivery anomalies noted during testing. Customer alleged for the pump over delivery was not confirmed. Moisture damage found on pcba 1, pcba 2, and force sensor. No stuck button error alarms noted during testing or in history files. Stuck button error alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump's keypads were not responding. The insulin pump was delivering insulin even when not needed. No harm requiring medical intervention was reported. Troubleshooting was not performed. The customer had continued using the device. The insulin pump will not be returned for product analysis.